Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported reservoir not lock in place. The customer¿s blood glucose was unknown. Customer reported that pump had 3 hairline cracks on the top of the battery compartment and that the batteries that she uses on the pump don't last long. Customer states the damage to the pump was not caused by a vehicular accident. Customer states the infusion set does not show signs of damage. Customer reported that reservoir is unable to lock in place when inserted into pump. Advise customer to discontinue use of the pump and revert to backup plan per hcp's instructions. The insulin pump will not be returned for analysis.